Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing associated with a very wide complex rhythm. Technical services (ts) discussed with the local field representative whether the episode represented atrial fibrillation (af) with rapid ventricular response (rvr) or a true ventricular arrhythmia. The wide complex morphology appeared consistent with premature ventricular contractions (pvcs) in an untreated event; however, another untreated episode occurred without preceding af. According to ts, the primary concern was the tachycardia rate, approximately 166 beats per minute (bpm), which is below the programmable tachycardia zone. The field representative will follow up with the physician for further evaluation. No additional assistance was requested, and no adverse patient outcomes were reported. The s-ICD remains in service.